Event description:
Irn#(B)(4) incident occurred in germany: original text german: punktion lege artis, dabei bruch der nadel direkt hinter der führungskanüle. Zu keiner zeit erhöhter kraftaufwand, nadel nach entfernung durch chirurg nicht verformt. Translated into english: puncture lege artis, needle breakage directly behind the guide cannula. No increased force required at any time, needle not deformed after removal by surgeon.

Manufacturer narrative:
Irn# (B)(4) complaint took place in germany. The necessary placeholders for packing the initial report by the submitter in h6, code b, c and d can still change in the final report. The reported incident is currently still being processed. The test results will be provided in the following report.

Manufacturer narrative:
(B)(4). Complaint took place in germany. The necessary placeholders for packing the initial report by the esubmitter in h6, code b, c and d can still change in the final report. Changes in these fu1 document under h6 compared to the initial message. B-code: 10. C-code: 4243. D-code: remains as in initial message. E-code: 2687. F-code: 4625. Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). Incident occurred in germany: original text german: punktion lege artis, dabei bruch der nadel direkt hinter der führungskanüle. Zu keiner zeit erhöhter kraftaufwand, nadel nach entfernung durch chirurg nicht verformt. Translated into english: puncture lege artis, needle breakage directly behind the guide cannula. No increased force required at any time, needle not deformed after removal by surgeon.